Event description:
Customer reported that the reservoir leaked insulin and unable to tell where the insulin leaking from reservoir. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.